Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated.

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated. Per customer, serious injury has been averted by clinical staffs quick reaction.

Manufacturer narrative:
Additional information added to: b5

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated. Per customer, serious injury has been averted by clinical staffs quick reaction.

Manufacturer narrative:
Additional information added to: d11.

Manufacturer narrative:
Additional information d.11. The customer¿s reported complaint of an insulin over infusion was not confirmed. Based on log analysis results, the insulin infusion was programmed at 7:09 am on (B)(6) 2020. After the infusion was programmed the unit was in an anesthesia pause state and the infusion was never started. The total pvi was recorded as 0.0ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour timed rate accuracy test, demonstrated the pump module is operating as intended. Further investigation identified the pump module installed with a non-bd bezel. Customer¿s use of repair, service parts or disposables that have not been approved by bd for the alaris system is at the customer¿s own risk and patient risk, and may void the product warranty provided by bd. If non-bd parts are used for the maintenance, repair or operation of your bd equipment, those parts have not been validated by bd to be used within the alaris system medical device. The root cause of the customer¿s experience with an over infusion of insulin was not determined during the investigation. Customer¿s returned source device demonstrated to be within specification even though a non-bd bezel was installed on the unit. Review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 11apr2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 22jul2020 and indicated that this device has not been serviced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the operating room that device infused 100ml of regular insulin, with a concentration of 1unit/ml, into the patient. It was noted that the pump was programmed correctly by anesthesiologist and observed that the newly hung bag to be empty. It was mentioned that the device did not provide any an alarm. A stat blood glucose level was obtained, the result was 24mg/dl, and was treated with dextrose 50%. Blood sugar was continued to be monitored and treated.